Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was placed 13 years ago and was removed due to an alleged leak. When the device was removed the physician cut the catheter off of the port body. There was no patient injury reported.

Event description:
It was reported that the port was placed 13 years ago and was removed due to an alleged leak. When the device was removed the physician cut the catheter off of the port body. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI powerport isp with 8 fr chronoflex catheter in two segments were returned for evaluation. The only leak identified during visual and functional evaluation was the reported cut during explant. Both returned segments were patent to infusion and aspiration. However, the investigation will remain inconclusive due to the received condition of the device. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.